Event description:
It was reported that the field representative called technical services (ts) and requested further review of this implantable cardioverter defibrillator (ICD) of surface and presenting electrograms (egms). Upon review, the presenting egm showed atrial pacing (ap) signals being oversensed on the ventricular channel. Ts discussed reprogramming optimization options with the field representative. At this time, the ICD remains in service. No adverse patient effects were reported.